Event description:
It was reported that during the implant procedure the physician had difficulty slitting the catheter used to implant the left ventricular (lv) lead. The lv lead dislodged. The physician used a new, longer catheter to implant the same lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).